Manufacturer narrative:
¿Final analysis of the neurostimulator (nbv110023) revealed battery normal end of life/telemetry and output okay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted:(B)(6) 2000, explanted: (B)(6) 2015, product type: extension. Product ID: neu_siliconeanchor, product type: accessory. Product ID: neu_interstim_ins, product type: implantable neurostimulator. Product ID: 3080, lot# l85922, implanted: (B)(6) 2000, explanted: (B)(6) 2015, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The health care provider reported that the implantable neurostimulator (ins) was not implanted because it was not functional. The surgery was performed on (B)(6) 2015. No symptoms were reported. A health care provider further reported that the sacral nerve ins was removed as it was a non-functioning device. There was no patient death and no patient injury. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation.